Event description:
A medtronic rep reported that the screws in the disposable navigus kit stripped and were difficult to remove from the pt. The process of removal lead to excess bone removal. The surgeon was able to remove the screws with the use of a hemostat. The surgeon continued the cranial surgery with the use of the medtronic system and the pt was reported to be fine.

Manufacturer narrative:
The manufacture date of this disposable device was not available at the time of this report. The device has not been returned to the MFR.